Event description:
It was reported that a patient underwent a non- ischemic ventricular tachycardia (isvt) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Received a force sensor failure during the incident. Tried by changing the cables first, but the problem did not go away. When the catheter was changed, the problem was resolved and the case was continued. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-mar-2025, observed a separation between the pebax and electrode section and a reddish material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and electrode section on 13-mar-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and the electrode section and a reddish material inside of it. The screening test was performed, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to manufacturing process. The instructions for use (IFU) in the carto 3 system manual contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force sensor failure¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿force sensor failure¿ issue. In addition, biosense webster inc. Analysis finding of ¿a separation between the pebax and the electrode section and reddish material inside of it¿. Manufacturer's reference number: (B)(4). I